Manufacturer narrative:
Device was not returned to 3m espe, therefore, no evaluation was conducted. Based on the evaluation of biocompatibility and clinical history, the product is safe for its intended use.

Event description:
On 06/04/2009, a dentist informed 3m espe that a female pt suffered swelling of the lip and allergic-like reaction of skin. On 06/15/2009, 3m espe received additional info from the dentist that the symptoms began in (B) (6) 2008 shortly after full ceramic crowns were placed using 3m espe ketac cem aplicap; these symptoms have persisted. According to dentist's info, the pt was treated in a dermatology clinic as an out-pt, as well as an in-pt; dates of the in-pt treatment were not made available to 3m espe. The dentist also reported that an allergy test was performed with the restoration material (ceramic crowns) and the results were negative. Since allergy to the restorative material was not found, the investigation into the source of the pt's reaction is continuing with an examination of ketac cem aplicap.